Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a deltec® gripper plus® safety needle did not engage the safety stop and caused a nurse to sustain a needlestick. It was noted that the stick did not break the nurse's skin. No permanent injury was reported. See MFR: 3012307300-2017-00654.